Manufacturer narrative:
The pump was repaired by the (B)(4) service center prior to it being aware there was a complaint against the pump, however the repair notes indicate the device returned for "system fault". The stated problem was verified and repaired. Replaced faulty motor causing the system fault. Replaced backlight. Replaced rear housing due to cracks at the syringe port. Replaced scratched screen as part of the new front housing. Replaced front housing as part of the repair process. Replaced syringe and battery caps. Installed software 97-0361-51b per da (B)(4). Device passed all functional and delivery tests.

Event description:
It was reported that during use of a cadd-ms® 3 ambulatory infusion pump system fault alarmed.